Event description:
Reporter alleged obtaining a discrepant blood glucose result of 29 mg/dl on a neonate using the advantage system 1 compared back to back with a result of 48 mg/dl on advantage system 2 when testing was within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550547, exp date 06/30/2009). Reference medwatch report is for the suspect device used in system 2.